Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve had flow issues. The following information was provided by the initial reporter: we have had an issue with bd smartsites with the CT injector - on application of injection pressure backflow through the smartsite has been observed with a single batch. Smart sites - needle free 0 ref: 2000e7d, lot: 1031350.

Manufacturer narrative:
No samples were received for investigation of (B)(4) (cr 12213149), in which the customer has stated: "product is described as leaking after being flushed with saline." The product in use at the time is reported to be a 2000e7d from lot 1031350. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1031350 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e7d in the past 12 months.

Event description:
No additional information.